Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Due to the item and/or lot were not provided, we are unable to determine the 510k. Method: the actual device will not be returned. No product evaluation can be performed. W/out the finished good item/lot number, it is not certain if there were any quality issues against the finished good lot nor the suture component lot. Infection, is a known risk w/any suture material. The most probable root cause for post operative infection and skin erosion can not be determined w/certainty w/out reviewing the actual device involved or reviewing or testing, sterile samples from the same finished goods lot. (B)(4).

Event description:
It was reported that infection control is investigating a cluster of infections in a clinical area and their use of stratafix sutures. While they were investigating, they noticed a few other surgical areas using the same sutures have had an increase in infections since moving to this suture. It is unknown if the product is an ethicon suture. (B)(4).